Event description:
Per the audiologist, the patient reported decreased sound quality from her cochlear implant system. Changing the sound processing program did not alleviate the problem. Results of integrity tests done two days in 2007, were consistent with normal receiver/stimulator function with a progressive number of electrode anomalies. Explantation/reimplantation surgery was recommended but has not been scheduled.